Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/jun/2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and a rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and a rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on posterior side assessed as surgical damage. A piece of missing shell is assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases and encapsulation device were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and a rupture. Device has been explanted and replaced with non-abbvie device.